Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The bandaging protocol was followed. The recipient's magnet was replaced on (B)(6) 2019. The magnet was discarded.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use without any complaints. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.